Event description:
It was reported that this lead was unable to be successfully implanted as it exhibited high capture threshold. As a result, the health care professional (hcp) decided to remove this lead prior to pocket closure and use a different lead. No adverse patient effects were reported. The lead is not expected to be returned for analysis.